Event description:
A patient underwent a 2-level anterior cervical discectomy and fusion spinal procedure on an unknown date. About 1 year postoperatively, a radiograph image showed a screw fracture.

Manufacturer narrative:
The implant remains in situ. It is unknown whether the patient is experiencing any symptoms due to the event or is having revision surgery. Neither the part number not the lot number were provided; therefore, a review of device history records cannot be performed. A radiograph image confirmed the event of a broken inferior screw. Based on the information provided, a root cause cannot be determined. Multiple attempts have been made to obtain information. If additional information and/or the implant are provided, a supplemental report will be filled accordingly. Labeling review: warnings/cautions/precautions: potential risks identified with the use of this device, which may require additional surgery, include device component fracture, loss of fixation, non-union, fracture of the vertebrae, and necrosis of bone, neurological injury and vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management: additional or revision surgery may be necessary to correct an adverse effect. The surgeon should instruct the patient regarding amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and /or breakage of the implant devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibration motion, fall, jolts or other movements preventing proper healing and/or fusion development.